Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutting was not effective while the probe was used during a procedure. Aspiration was present. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray, for evaluation. At the time of receipt, the probe needle was observed to be bent at the stiffener sleeve. The returned sample was visually inspected and found to be non-conforming with bent and cracked at the stiffener sleeve, confirming the received condition of the probe. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with no movement of the cutter. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter breaking off in the needle during disassembly. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The most likely cause for the actuation failure is the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).